Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure, when the femoral implant was opened, it was noted to have a residue on the device. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event is confirmed. The product was not returned for evaluation, however, visual evaluation of the provided photos found debris and residue (smudges) on the polished surface of the femoral. As the packaging was previously opened and the device was not returned for evaluation, the source of the debris/residue cannot be determined. Additional visual evaluation of the provided photo found a hole in the poly bag and scuffing on the inside of the blister. Sterility is considered not breached; however, as the debris/residue cannot be confirmed, it cannot be confirmed if the debris/residue is considered acceptable to manufacturing specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. For the debris/residue, a definitive root cause cannot be determined with the information provided. The root cause of the torn poly bag and scuffed blister can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.